Event description:
Patient reported a large amount of insulin had leaked into the cartridge compartment. No adverse event reported. Requested return of the alleged pump, adapter, cartridge, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.